Event description:
Rptr's son was exposed to her grossly ruptured silicone gel breast implants from the moment of conception. (He was exposed in utero). He now has swollen joints, headaches, rashes, stiffness, reflux, allergies, asthma. He was born 1 month premature. He requires medication.